Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
(B)(4). H6 patient code: 3191 - surgical procedure. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events - 179. Artisyn y-shaped mesh - 7. Artisyn y-shaped mesh unknown product - 4. Gynecare gynemesh - 79. Gynecare gynemesh* ps - 89.

Event description:
It was reported that a patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. Following the procedure, the patient experienced pain and erosion of internal bodily tissue and underwent revisionary procedures. No further information is available.

Manufacturer narrative:
Additional h-6 patient codes: 3191- urinaryproblems/bladder problems, 3191- dyspareunia, 3191- surgical procedure. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period april 1, 2016 through may 31, 2016.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2016 through (B)(4) 2016.